Event description:
It was reported that the patient presented in clinic for unrelated procedure. During procedure, it was noted that their right ventricular (rv) lead insulation had come apart near the header and filars were exposed. The rv lead was capped. The patient was stable throughout.